Manufacturer narrative:
This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that the medication was leaking from the administration due to a hole in the tubing. No injury was reported.

Manufacturer narrative:
One cadd® cadd® administration set was returned in used condition. The sample was visually inspected at a distance of 12" to 24" under normal conditions of illumination. A hole was found on tube 60" close to the bonding with the pump tube. The damage seems to be that the tubing was melted or mashed. The most probable root cause is that the tube became broken after the product left the smiths health care facility. The manufacturing and quality inspection processes were reviewed and considered adequate and correct.